Event description:
It was reported on (B)(6) 2025 a 22mm amplatzer amulet left atrial appendage occluder was selected for implant to treat a left atrial appendage (laa). The occluder was implanted. On (B)(6) 2025 it was noted that the occluder embolized to the aorta. The amulet was explanted from the patient.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration or expulsion of device after one day of the device implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. Although requested, information regarding the used defect dimensions, imaging of the procedure and procedural notes were not provided from the field. The device batch/lot number was not provided, and therefore the device history record and lot-specific similar complaint could not be reviewed. Due to limited information, the cause of the reported device embolization could not be conclusively determined. The reported unexpected medical intervention of removing the device was a result of case-specific circumstances as the device was scheduled to be snared. There is no indication of a product quality issue with regards to manufacture, design, or labeling.